Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn). Based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the surgeon inserted and removed an aq2015a silicone aspheric three piece lens due to the lens did not fit in the eye. The surgeon needed to change the diopter. There was no pt injury. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.